Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the cause of the reported difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the returned device it is likely the device was not positioned within the access site correctly or was interfered with the calcium at the access site causing interaction leading to the difficulty to close the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the mildly calcified common femoral artery using the pre-close technique. Reportedly, the device was deployed and lever was closed; however, upon removal of the prostyle device, it was noted that the foot did not fully close. The lever was swung back and forth a couple of times until the foot opened completely. It is unknown if hemostasis was achieved with the complaint device or an alternate closure method. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Further follow up with the account was conducted. An additional device was added to this event per the additional information received which indicated "one or two" devices had been used in the procedure. However, it was indicated that all of the devices being returned had been used; however, some may have been successfully used. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem correction.

Event description:
Subsequent to filing the prior report, it was noted the following additional information received was inadvertently left off of the report: a new prostyle device was used to achieve hemostasis. Analysis of the device returned for (B)(6) (previously filed under report ref # 2024168-2024-07973-00) was consistent with a successfully used device, which aligns with the reported use of a second device for closure. Analysis of the device returned for (B)(6) was consistent with a suture malposition. Additional follow up with the site was performed; however, the account contact was no longer available to provide clarification on the device issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.